Manufacturer narrative:
Product investigation was completed. Returned product consisted of a watchman delivery system with the implant inside the sheath, and the wds was inside the related watchman access system. The implant, core wire, tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed the implant protruding 3 mm out of the tip, core wire damage (flattened/numerous bends) for a length of 37mm, tip damage (misshapen), sheath damage (buckling/kinks) for a length of 4.5 cm that started 30mm from the tip, sheath was completely separated 10 mm from the strain relief with 25mm of the wds sheath protruding from the was strain relief, and anchor damage. Inspection of the remainder of the device found no other damage or defect. There were no reported defects with the wds before the procedure, and the customer had experienced difficulty recapturing the implant, resulting with the customer pulling back hard on the core wire. Once a was becomes kinked, recapture becomes more difficult as there is less support, and in turn resulting in possible damage to the sheath of the wds. The core wire damage, tip damage are attributed to the attempts made to recapture the implant and separation in the sheath is attributed to excessive tensile force during the procedure.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) was advanced. After the closure device was deployed, it did not meet release criteria. They attempted to fully recapture, but were unable to using standard technique. They attempted to redeploy and recapture, unsnap the devices and re-sheathing with the was and then they tried stabilizing the was and pulling back hard on the core wire. Eventually, the device was partially recaptured and pulled through the septum not fully recaptured. The sheath and the device were then pulled through the femoral vein without complications. Upon removal, a kink was noted to both the wds and was and the catheter over the device was noted to have separated on the proximal end outside the patient; fluoroscopy visualization of sheath prior to the recapture did not suggest any kink in the was. The case was aborted. No patient complications occurred. Patient is doing well and was discharged the following day.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33 mm watchman laa closure device and delivery system (wds) was advanced. After the closure device was deployed, it did not meet release criteria. They attempted to fully recapture, but were unable to using standard technique. They attempted to redeploy and recapture, unsnap the devices and re-sheathing with the was and then they tried stabilizing the was and pulling back hard on the core wire. Eventually, the device was partially recaptured and pulled through the septum not fully recaptured. The sheath and the device were then pulled through the femoral vein without complications. Upon removal, a kink was noted to both the wds and was and the catheter over the device was noted to have separated on the proximal end outside the patient; fluoroscopy visualization of sheath prior to the recapture did not suggest any kink in the was. The case was aborted. No patient complications occurred. Patient is doing well and was discharged the following day.